Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two (2) devices were received for evaluation; 2 events were confirmed during testing. One (1) device was affected by internal corrosion. One (1) device was affected by broken-down lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device was reportedly overheating. There was no patient involvement; no patient impact.